Event description:
It was reported an unspecified over infusion event. There was patient involvement but the information on patient impact is not known. The customer suspects that it was human error and stated there was no issue with the alaris device, therefore customer will not provide further information.

Manufacturer narrative:
Correction: reason code for no evaluation, if other specify. H3 other text : no product will be returned.

Manufacturer narrative:
(B)(6). A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported an unspecified over infusion event. There was patient involvement but the information on patient impact is not known. The customer suspects that it was human error and stated there was no issue with the alaris device, therefore customer will not provide further information.